Manufacturer narrative:
The phenom catheter was returned for evaluation with the flow diverter pushwire. As received, the pushwire was found outside of the phenom catheter. The phenom catheter appeared to be separated into two segments. The catheter tip and marker band were found to be flattened. The distal segment was found to be flattened on the distal end. The phenom body was also found to be accordioned on the distal end. In addition, the phenom body was observed to be kinked at a section near the hub. The phenom was found to be separated approximately 31.7 cm from the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The catheter was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through and became stuck at the damaged locations. Based on the analysis findings, the reports of phenom catheter resistance and separation were confirmed. The broken ends of the phenom exhibited stretching and necking which indicate that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s moderate vessel tortuosity may have contributed to the reported resistance during delivery, subsequently causing the flow diverter delivery system and phenom catheter to become damaged. However, the cause for resistance could not be conclusively determined. Additionally, the damages seen on the phenom body (kinking/flattening /accordioning/separating) suggest that excessive force was used (pushing and pulling). In this event, user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite resistance. Per the flow diverter instructions for use (IFU), the user should ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis¿. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of phenom catheter separation during a procedure. The patient was undergoing flow diversion treatment for a fusiform aneurysm in the m1-m2 middle cerebral artery (mca). The aneurysm max. Diameter was 5 mm. The landing zone artery size was 2.2 mm distal and proximal. Vessel tortuosity was moderate. The catheter was flushed during the procedure and the devices were prepared as indicated in the IFU. The phenom catheter was navigated to the target location between the m1 and m2. The flow diverter was then advanced until the tip coil reached the distal end of the phenom. The physician attempted to deploy the flow diverter; when attempting to retract the phenom and advance the flow diverter out of the tip, the physician encountered resistance. The physician continued to encounter resistance without the coil tip exiting the phenom tip, until the physician observed the flow diverter and phenom jump forward under fluoroscopy. The physician reported hearing an audible ¿snap¿ when this occurred. The physician stated that an area of the vessel just distal to or on the edge of the aneurysm ruptured. The physician reports that the ruptured occurred either due to contact with the jumping catheter or due to disruption of the flow dynamics when the catheter jumped. After observing the rupture, the physician removed the system (flow diverter and phenom together). Upon removal, it was observed that the phenom catheter had separated at the distal tip. The procedure was converted to a vessel takedown using a liquid embolic to stop hemorrhaging at the rupture site and to address the aneurysm. Post-procedure, the patient reportedly experienced a stroke due to the vessel takedown. The patient also experienced hydrocephalus that required placement of a ventriculoperitoneal shunt. The shunt has since been removed. The patient is alive and reportedly has experienced a neurological deficit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.